Event description:
Patient arrived to clinic on (B)(6) 2024 with damage noted to the modular cable including primary controller with defective primary pump running symbol. Modular cable and controller replaced.